Manufacturer narrative:
(B)(4). Event evaluation: still under investigation.

Event description:
An (B)(6) male patient underwent evar on (B)(6) 2014. Upon flushing the device, it was noted that the hub was leaking. The procedure continued and the physician used the device anyway and successfully completed the procedure with the complaint device. During the operation the patient had minor blood pressure drop but the patient was fine and in recovery after the procedure.